Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on december 28, 2018, it was reported that there was no power and it was not cutting to set depth. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was march 30, 2012 where it was reported that the device was not working properly and the damaged head, eccentric shaft and all standard repair parts were replaced. This is not a related issue. Product review of the air dermatome on february 6, 2019 revealed that the calibration was out of specifications at the 0 setting but within at all other settings. The device operated within motor speed specifications but vibrated excessively. The head and control bar had visible damage. When the device was disassembled it was noted that the device had a broken off screw where the neck attaches to the housing which could not be removed. Repair of the air dermatome was not performed by zimmer biomet surgical as the manufacture date could not be validated to etch a new housing. The device will either be upgraded or returned to the customer unrepaired. The reported event that there was no power was non-verifiable since during the product review it was noted that the device operated within motor speed specifications but vibrated excessively. The reported event that the device was not cutting to the set depth was non-verifiable since during the product review it was noted that the calibration was within specifications at all settings except for zero. The root cause of the reported event could not be specifically determined with the information that was provided how this occurred. During the product review it was noted that the calibration was within specifications at all setting except for zero. The device also operated within motor speed specifications but vibrated excessively. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that there air dermatome has no power and it was not cutting to set depth. The event timing is unknown and it is unknown if there is a patient involvement. No adverse events were reported as a result of this malfunction.